Event description:
It was reported that the patient presented in clinic after receiving a notification alert for non-sustained rv oversensing due to myopotential oversensing. Programming changes were made. Patient condition was fine after the event.